Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR. Report: 1221359-2021-03740.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay. This MFR. Report addresses report one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay. Repeat testing was performed with a new sample and generated negative results. Confirmation testing was performed with elitech mbg rt-pcr tests and generated negative results. Although requested, additional information, including patient treatment and outcome was not provided.